Event description:
It was reported that during a follow up visit, the patient disease had progressed on the left limb of a bifurcated endovascular device causing a distal type I endoleak. Approximately nine months post-implant, the physician elected to treat the patient by creating an aorto uni iliac (aui) using an infrarenal aortic extension, coiled the right common iliac artery and a femoral-femoral bypass of the left iliac. Good results were reported at the end of the procedure and the patient is doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Actual device not returned hence no device evaluation performed. Endoleaks are a known risk of the procedure. No conclusions can be drawn.